Event description:
In 2007, the pt's wife contacted lifescan on behalf of the lay user/pt alleging that the pt's one touch ultra meter was turning off during use and that the meter was reading inaccurately high compared to the pt's normal readings. The pt usually tests once a day and has not been able to test on his meter for the past 4-5 months. He did not have any other devices to use and was taking his oral medications (unspecified type/dosage) as prescribed. On an unspecified date, he developed symptoms of having the munchies and having difficulties seeing. According to the pt's wife, the pt was exhibiting his "typical symptoms of high blood glucose." The pt did not attempt to test on the meter at this time. On the event date, the pt went to his regularly scheduled dr's visit. During the visit, the dr reviewed the pt's most recent lab results (blood glucose result of "160 mg/dl") that were obtained about 3-4 weeks prior to the visit. The dr doubled the dosage of the pt's diabetes oral medications based on the lab results and advised the pt to test his blood glucose more often (before each meal). Right after the dr's visit, the pt's wife replaced the meter's battery but the power issue persisted. A few days after the dr's visit (two days later), the pt attempted to test again on the meter and the meter turned on successfully. The pt was able to obtain a "133 mg/dl" before breakfast. He then ate his breakfast and took his prescribed oral medication. A few hrs later, he obtained a "235 mg/dl", which the pt's wife felt that was inaccurate high based on his past readings. The pt tried to test again but the meter turned off during use again. The pt did not seek any medical attn due to the alleged inaccuracy and decided to contact lifescan for assistance. The medical affairs specialist (mas) discovered that the test strip vial that was used was opened past the discard date. This complaint is being reported due to the following conclusion: the pt allegedly developed symptoms of high blood glucose levels sometime after the meter started to turn off during use. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.